Event description:
It was reported that an asymptomatic patient presented in clinic showing non-sustained lead noise due to post-paced t-wave oversensing. Review of egm revealed noise, likely from an environmental source. The patient works in a factory and was at work when the episodes occurred. Programming changes were made during the device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.